Manufacturer narrative:
A verathon complaints specialist followed up with the sterile processing department (spd) representative to gather additional information on the facility's sterilization and cleaning methods. The spd representative stated that they steam clean their stylets at 270 degrees for four (4) minutes, which is an approved method in the instructions for use (IFU) for up to 300 cycles. The IFU indicates that exceeding the recommended number of cycles may affect the potential life of the product. The facility was unaware of how many sterilization cycles the stylets has gone through. The exact cause could not be determined, however, it is likely based on the age of the device (three (3) years) and estimated stylet usage that the stylet exceeded the approved number of sterilization cycles as indicated in the IFU.

Manufacturer narrative:
A verathon sales representative inspected the ridged stylet at the customer's facility and confirmed the reported damage. He also found that the lot number of the stylet was 0316, indicating the stylet was manufactured in march of 2016. After inspecting the device, the sales representative removed the device from service to prevent further use. Per the IFU, the stylet has an expected life based on sterilization and disinfection method used by the customer. As the device has not been returned, the root cause cannot be conclusively determined. However, it is likely that due to the age of the device (>2 years) the recommended number of sterilization cycles has been exceeded. Verathon has requested additional information from the customer on their sterilization method and cycles for this stylet; however, have not yet received a response. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that their gliderite rigid stylet separated where the base of the handle meets the thinner blue plastic during a patient procedure. The stylet had already been inserted in the tube so they were able to complete the procedure with the device; however, forceps needed to be used to remove the stylet from the endotracheal tube. The procedure was delayed for approximately one minute while the shaft of the stylet was removed. No harm to patient or user reported.